Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they had been experiencing low blood glucose for about a month, with blood glucose in the 30 mg/dl range at the time of the incidents. The customer was at 86 mg/dl at the time of the call. The customer used food to treat. The customer was wearing the insulin pump during the incident. The customer believes the pump is over delivering. Troubleshooting was completed and the pump passed a displacement test. The customer reported getting false readings with sensor glucose versus blood glucose differences. The customer stated the pump had been exposed to a full body scanner at the airport and has had lows ever since. The insulin pump will be returned for analysis.